Manufacturer narrative:
The ventricular lead was surgically abandoned and will not be returned. Should additional information become available, this report would be updated.

Event description:
Boston scientific received information that this device was exhibiting ventricular noise which caused oversensing and pacing inhibition for 4-5 seconds. Noise could not be recreated with testing. It was noted that the patient had fallen down the week before and cut her head. A chest x-ray was taken and revealed the right ventricular lead had dislodged. It was suspected that the lead dislodged when the patient fell. A lead revision was scheduled.

Manufacturer narrative:
There is no further information available at this time. Should additional information become available, this report would be updated.

Event description:
Five days later, it was observed via x-ray that both the atrial and ventricular leads had fractured. The leads were surgically abandoned and replaced. No additional adverse patient effects were reported.